Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in india that during an anterior cruciate ligament reconstruction procedure with meniscal repair on (B)(6) 2022, it was observed that the implant on the truespan meniscal repair system peek 12 degree device did not fire. Another like device was used to complete the procedure with a delay of 30-60 seconds. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual inspection revealed that the implants and suture were received deployed and still attached in suture. The suture was damaged, it looked like it was cut. To test its functionality, the red trigger was tested in the sample rubber strip and after actioned, the second implant was deployed without any difficult. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the implants condition, this complaint cannot be confirmed. The possible root cause for the deployment failure could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the first implant being only partially deployed. Also, the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. However, it cannot be conclusively affirmed. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.